Event description:
During the preventive maintenance of a ge anesthesia machine model: aestiva 5, s/n: [redacted] an unknown residue substance was found in the advanced breathing system. That appeared to be a form of mold. A culture was taken by the medical director, quality and safety and taken to the lab. The director of surgery and biomed called ge technical support for help and guidance about the unknown residue substance that was found. The technical support person, said he get this call everyday and there is mold in machines across the country. He has been with the company since the 80's. He told us that cleaning the machine more often than the scheduled pm is necessary. He could not give us parameters for how often due to the differences in use from each or. The medical director of quality and safety determined there was mold cultured from the hole connection for the inspiratory circuit of the advanced breath system of the anesthesia machine. Manufacturer response for anesthesia machine, anesthesia machine (per site reporter). The director of surgery and biomed called ge technical support for help and guidance about the unknown residue substance that was found. The technical support person, said he get this call every day and there is mold in machines across the country. He has been with the company since the 80's. He told us that cleaning the machine more often than the scheduled pm is necessary. He could not give us parameters for how often due to the differences in use from each or. The sales person was contacted and made aware of our findings and concerns from a previous day conversation with the surgery director. The sales person did and drop off a manual to the biomed department but did not have time to further discuss. The sales person was contacted again and the hospital insisted they come talk to us in person about our concerns. The manufacture came seven day's latter after the first call to technical support on because we insisted. Will not provide general guidelines on how often to clean the breathing circuit so mold does not develop.